Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer states the sensor was removed, and the cannula was missing. The customer states the electrode is missing. The customer's blood glucose level at the time was 1555mg/dl. Troubleshooting was conducted and the customer is returning the sensors and receiving replacements.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the customer returning the product opened/used.